Manufacturer narrative:
The atrial lead remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that a lead safety switch triggered on this atrial lead. The lead was programmed back to bipolar configuration and impedances were within normal range. The sales representative was going to discuss this further with the physician. No adverse patient effects were reported.